Event description:
It was reported that a patient's atrial lead was oversensing noise resulting in inappropriate mode switch. On (B)(6) 2024, the physician elected to cap and replace the atrial lead. The patient condition was stable post procedure.